Event description:
The pt didn't charge or use the implantable neurostimulator due to numerous surgeries he had over 2 months. The pt was seen in clinic and the device wouldn't communicate with the physician programmer. The implantable neurostimulator was overdischarged. After numerous physician mode recharges, the neurostimulator did not recover. The hcp has or will replace the neurostimulator. There was no symptoms associated with the event. The pt outcome was reported as 'no injury'.

Manufacturer narrative:
It is unk if replacement surgery occurred.